Manufacturer narrative:
2017 code clarifier - failure to follow steps / instructions. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information provided the reported difficulty deploying the clip is the result of user error. The reported user error is the result of curving the clip delivery system (cds) more than 90 degrees. It should be noted in the mitraclip instructions for use states ¿warning: do not deflect the sleeve more than 90 degrees during the inspections below. Use of damaged product may result in cardiac injury.¿ as it was reported that the device was curved more than 90 degrees, the deviation likely contributed to the difficulty deploying the clip. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report clip deployment difficulty. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted a cleft on the anterior leaflet. The first clip was successfully deployed. Then the second clip delivery system (cds) was advanced to the mitral valve, and the clip was placed in the a2/a1; however, during the deployment sequence, the actuator knob was retracted back, but the clip would not deploy. Trouble shooting was performed, but there was tension and an alignment issue. Additionally, the physician stated the cds was curved more than 90 degrees to gain height. A trainer was consulted, and the clip was successfully deployed. Two clips were implanted, reducing mr to 2. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.